Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd image fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, our technician confirmed that the objective lens cracked, the insertion flexible tube leak, the remote control buttons leak, the electrical pin connector dirty, the right pulley wire worn out, the suction channel kink, the angulation left angulation decrease, the angulation right angulation decrease, and the air/water socket chipped/cut o-ring; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.